Event description:
The rptr stated that during an anterior cervical discectomy and fusion spinal surgery procedure using the manta ray plate system, the surgeon was preparing the bone for insertion of three 12mm screws. The distributor's rep who was in the operating room asked the operating room technician to set the adjustable drill guide setting, to drill a 10mm depth hole. When the surgeon had pre-drilled the hole for the screw and the drill was removed from the wound, it was seen to be set to a 20mm depth setting and a 20mm hole had been drilled. There was no adverse outcome for the pt. It was later confirmed by three individuals in the operating room that the distributor's rep in the operating room had been heard to ask the operating room technician to set the drill guide to 10mm three times before she handed the drill to the surgeon. The rptr stated that this has happened on other occasions.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.